Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom. The evaluation reproduced the alarms, which were found to be caused by a loose link screw. The screw was replaced.

Event description:
It was reported a spectrum pump displayed door not fully latched messages, when the door was closed. It was also reported there was no patient injury.